Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing. Technical services (ts) was consulted and suggested changing the sense vector, sensitivity of the lead, or turning off lv lead sensing. The patient experienced a lack of lv pacing due to the oversensing. No adverse patient effects were reported. This crt-p remains in service.